Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The customer replaced the power switch overlay to address the reported issue.

Event description:
It was reported that the ventilator alarmed check vent alarm light emitting diode (led) failed. There was no patient involvement. The customer was advised to replace the power switch overlay.